Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 314.670.96, lot 7902786: manufacturing site: hägendorf. Release to warehouse date: june 21, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, no broken features were observed. Further, it was noticed that the distal prongs of the holding sleeve were bent and more spread out than usual. No visual defects were observed with the returned device. No dimensional inspection can be performed due to post-manufacturing damage and device geometry. The relevant documents were reviewed; no design issues or discrepancies were identified. The overall complaint condition was not confirmed as there were no broken features observed with the device. However, the distal prongs of the device were found to be bent. There was no indication that a design or manufacturing issue contributed to the complaint. No definitive root cause could be determined based on the provided information no design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cruciform screwdriver blade with holding sleeve is broken, and it did not fit securely into the drill bit mini quick coupling. It is unknown if there were patient and procedure involvement. Concomitant device reported: unknown drill (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is for (1) 1.5mm/2.0mm cruciform screwdriver bld w/holding slv this is report 1 of 1 for (B)(4).